Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. Access was obtain via the radial artery. A 2.25x24mm taxus liberte stent was implanted to treat a lesion in the mid right coronary artery. The 3.5x30mm, eccentric, 90% stenotic, de novo lesion with a <45 degree bend was located in the moderately tortuous and mildly calcified left anterior descending artery. The physician advanced the 2.75x32mm taxus liberte stent to the lesion, but was unable to cross. When the delivery system was removed, it was observed that the stent struts were raised. The procedure was completed with the deployment of a 2.75x20mm and 2.75x16mm taxus liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination identified proximal stent damage. The struts were misaligned proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the length of the hypotube shaft. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. Access was obtain via the radial artery. A 2.25x24mm taxus liberte stent was implanted to treat a lesion in the mid right coronary artery. The 3.5x30mm, eccentric, 90% stenotic, de novo lesion with a <45 degree bend was located in the moderately tortuous and mildly calcified left anterior descending artery. The physician advanced the 2.75x32mm taxus liberte stent to the lesion, but was unable to cross. When the delivery system was removed, it was observed that the stent struts were raised. The procedure was completed with the deployment of a 2.75x20mm and 2.75x16mm taxus liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)